Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The lens remains implanted. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was complaining of severe night time spider web post bilateral implants of model zxr00 tecnis multifocal iol (intraocular lenses). The physician has been managing the ocular surface. It was noted that patient's symptom was first noticed on (B)(6) 2017 during her final visit for cataract surgery. Also noted is the patient stated that she cannot drive at night. As a result, yag (yttrium aluminum garnet) laser was performed on her right eye (od) on (B)(6) 2018; and she was prescribed with glasses and with crizal, but patient stated that it did not help her with driving. There was no patient injury however. The product will not be returned as it remains implanted. Pre-op uncorrected od 20/150, pre-op corrected od 20/25, post-op uncorrected ou (both eyes) 20/20 . No additional information provided. This report pertains to right eye (od).